Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was sensing noise intermittantly resulting in pacemaker inhibition in a pacemaker dependent patient. It was further reported that the ICD sensed pacing pulses during a charge as a fast rhythm resulting in a shock delivery to the patient.